Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) spoke with the customer via phone. The fse was informed that the unit was disposed of because it was an old machine. If any pertinent information becomes available, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during user inspection, the cs100 intra-aortic balloon pump (iabp) the power did not come on. The patient was not involved.